Event description:
It was later reported that the dizziness, painful stimulation, chest pain had been resolved but it was random now and it depends on the location and what patient was doing.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was an exhibit at a museum she visited that emitted electricity. Ever since she crossed paths with this exhibit she could not stop getting a zapping sensation in her leg and it had been going on for at least ten minutes at the time of the call on (B)(6) 2015. Once she connected with the exhibit, it suddenly threw everything off. The patient did not have her programmer with her, so would just keep her distance from the exhibit and follow-up with her healthcare provider (hcp). Later that day the patient reported painful stimulation and she wanted to turn her stimulation off, but her programmer was not working and she could not get it off. Ever since she felt a painful zap, her stimulation sensation had not been right. She could feel it going down her legs, she was dizzy, and having chest pains. The patient was assisted with troubleshooting and mentioned using an antenna. She was placing it correctly over the implant, but she was only getting the poor communication information screen. She then ensured the antenna was plugged in all the way and was able to connect. She was on program 4 at 2.5 volts; she tried turning it down, but then just turned it off. The patient thought it would take time to tell if she got relief. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The outcome of the event was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.